Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the product shows signs of heavy repeated use in the form of dull cutting edges with gouges and galling along the shaft of the device. No visible bend in the shaft was noticed. Dimensional analysis of the cannulation identified it was conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported product was confirmed worn through product return. H6: proposed code: mechanical (g04)- drill. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery on that the mini baseplate reamer was bent; it was noticed that when the reamer was connected to power and started to spin that is seemed to wobble and the surgeon felt like it must be bent and asked for a replacement. There was no harm, injury, medical/surgical intervention or delay reported. Due diligence complete. No additional information is available.